Manufacturer narrative:
An event of explant due to increased gradient and thrombosis was reported. Morphological and histopathological examination revealed the leaflets opened and closed completely and easily. Non-adherent clots were found throughout the mechanical leaflets and pivot recesses, which contained fungal hyphae. It is unknown if the fungal hyphae represented true infection or were a contaminant, as no infection was reported from the field. No inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported thrombosis remains unknown. Information from the field indicated that the patient had a medical history of barlow's disease, and after the operation, the physician elected to do a circumflex coronary bypass, and heparin was administered, after three days of which the patient's inr went from too low to too high.

Event description:
On (B)(6) 2018, a patient with barlow¿s disease underwent a redo mvr due to leakage. The original mitral valve prosthesis was explanted and a 29mm masters valve was implanted in the mitral position. On post-operative day 1, the patient had coronary stent thrombosis confirmed on echocardiogram, radio imaging and CT scan, and the physician elected to do a circumflex coronary bypass. Heparin was also administered, and after three days on anticoagulants, the patient ¿s inr was initially too low, then it increased and was too high. On (B)(6) 2018, increased mitral gradient was observed, and a scan revealed mitral thrombosis. On (B)(6) 2018, the masters valve was explanted and replaced with a 29mm edwards perimount valve. Upon explant, no endocarditis was reported. The patient was reported to be recovering.

Event description:
On (B)(6) 2018, a patient with barlow¿s disease underwent a redo mvr due to leakage. The original mitral valve prosthesis was explanted and a 29mm masters valve was implanted in the mitral position. On post-operative day 1, the patient had coronary stent thrombosis, and the physician elected to do a circumflex coronary bypass. Heparin was also administered, and after three days on anticoagulants, the patient ¿s inr was out of range. On (B)(6) 2018, increased mitral gradient was observed, and a scan revealed mitral thrombosis. On (B)(6) 2018, the masters valve was explanted and replaced with a 29mm edwards perimount valve. Upon explant, no endocarditis was reported. The patient was reported to be recovering.